Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited post-paced t-wave oversensing. Programming changes were performed to resolve the issue. The patient was in stable condition.